Manufacturer narrative:
The device was sent to bench repair and a bench service engineer (bse) was unable to reproduce the reported issue. However, the bse reviewed the event logs and confirmed error codes 3007 and 1101. "Ventilator restarted due to anomalies detected during operation" has occurred. The bse recommended the replacement of the central processing unit (cpu) printed circuit board assembly (pcba). Device repair is still pending.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit shut down expectedly. The screen went dark, and the unit stopped delivering breaths. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The unit was successfully restarted and removed from the patient without further incident. It is unknown if there was a power issue. No further information about the event is available. The customer requested a bench evaluation and repair. The investigation is ongoing.

Manufacturer narrative:
The bench service engineer (bse) replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.